Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/22/2019.

Event description:
The customer reported a ventilator with an oxygen device failure alarm. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 25nov2019. The manufacturer's field service engineer confirmed the reported problem. The field service engineer also observed that the touch screen was flickering. The manufacturer's field service engineer replaced the oxygen solenoid valve to address and correct the reported event. The field service engineer also replaced the touch screen assembly to address and correct the issue of a flickering screen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11feb2020. B4: 13feb2020. The oxygen solenoid was returned to the manufacturer for failure investigation (fi). There were no signs of damage or contamination. The oxygen solenoid was then installed onto the fi test ventilator in an attempt to duplicate the reported issue. Customer complaint not verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.